Event description:
It was reported that during preparations for a farapulse ablation procedure to treat atrial fibrillation, the irrigation hub tubing of a farawave nav catheter was found to be damaged and appears to be crushed. The catheter was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.